Event description:
It was reported via repair work order that the zoom drive disengages during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Previously, it was reported that the zoom drive would disengage during use. However, this was reported in error. Upon completion of the manufacturer's investigation, it was determined that the zoom drive feature would drive backwards when the handles were pushed forwards. After evaluation, it was reported that there was a damaged load cell.

Event description:
It was reported via repair work order that the zoom drive disengages during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.